Manufacturer narrative:
The user expressed interest in future sensor use. Guidance was provided that reinsertion should only be considered after the infection had fully resolved and the prescribed course of treatment was completed. A review of the device's manufacturing records indicated that the original sensor lot met all requirements including sterilization requirements for release. Development of infection at the insertion site is a known and anticipated potential adverse event and does not require additional investigation.

Event description:
On may 1, 2026, senseonics was made aware of an incident in which the user was hospitalized following a diagnosis of cellulitis at the sensor insertion site. The user initially received outpatient treatment and was subsequently hospitalized on (B)(6) 2026, where intravenous antibiotics were administered. During hospitalization, the sensor was removed, and culture results were consistent with a bacterial infection.